Manufacturer narrative:
(B)(4) 2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the distal part of the knife is broken. The broken fragment has been recovered but not returned with the instrument. The observation of the breaking zone highlights oxidation. Lot number and manufacturing date are unknown. Device history evaluation - unknown lot, DHR impossible. Conclusion: the oxidation comes from a pre-existing crack due to an impact or a fall during the instrument's use or reprocessing. Moreover according to marking technology, specifications observed and absence of lot number, we can confirm the instrument is at least 15 years old. Therefor, we consider the normal wear out may lead to fragmentation.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that during excision of cholesteatoma by posterior superior right track, the extremity of the knife broke into the wound (ear surgery). After research, the broken tip was found. (B)(6) 2015 no consequences for the patient, no injury..